Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7426 , serial#: (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with neurostimulators for movement disorders. It was reported that patient fell last night and they broke their hip. The patient was going into emergency surgery (in 20 minutes at time of the call). A sudden change in therapy was noted. It was also reported that they were getting artifact during EKG procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.